Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1ysxj, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had infection symptoms at the lead. The hcp tried to treat the infection with antibiotics and the patient's lead insertion site would not heal. The ins and lead were explanted. Over a month later a new ins and lead were implanted. It was noted that the issue was resolved at the time of the report.